Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no known pt ill effect. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.